Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse in (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2001 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
Date sent to FDA: 12/06/2016. Additional: (B)(4). Additional information: weight. Additional narrative: it was reported that following insertion the patient experienced urinary problems and dyspareunia.

Event description:
Details: it was reported that following insertion the patient experienced urinary problems and dyspareunia.

Manufacturer narrative:
(B)(4).